Event description:
It was reported that the patient experienced a sense of pain. It was noted that the right ventricular (rv) lead exhibited an increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported more than 4 years later, that the thresholds became high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.